Event description:
The user facility reported that the carrier tube was bent/kinked. After pci, the angio-seal device was used for hemostasis. However, when the device was inserted into the insertion sheath, the carrier tube was kinked. The device was not used, and manual compression was applied for 30 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Blood loss less than 250cc. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. No equipment or other devices were used with the above product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. One (1) 8 fr angio-seal vip device was returned. The returned sample includes the carrier tube and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The carrier tube shaft contained no kinks or abnormalities. The bypass tube was dislodged from the distal tip, exposing the anchor. The complaint can be confirmed for a bypass tube dislodgement. The bypass tube was dislodged from the carrier tube distal tip on the returned device. The exact root cause cannot be determined. The likely cause is the bypass tube was dislodged during unpackaging or handling of the device. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).